Event description:
It was reported that noise was observed on the right atrial (ra) lead. No lead measurement anomalies were observed on the lead. The entire system was extracted as a precaution due to observed noise on the competitor right ventricular (rv) channel also. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: cd3211-36 st. Jude ICD implant, date: unknown.